Event description:
Hcp reported that patient was in with return of spasticity. Xrays done which showed a catheter kink. Patient sent to surgery for a catheter replacement. Patient is reported to be doing fine now.